Event description:
Tubing connected to heart lung machine backwards allowing air to be pumped to pt. No prevention mechanism built into tubing. New procedure implemented to prevent future events: tubing end to be immersed in water before attaching to pt.